Event description:
The customer reported possible hemolysis during a therapeutic plasma exchange procedure on a spectra optia device. Per the customer, the device alarmed "detect cells in plasma line" multiple times and the nurse selected "continue" each time and proceeded with the procedure. It was reported that the plasma was yellow in the centrifuge. Terumo bct customer support instructed the nurse to pinch the plasma line to remove air behind the red blood cell (rbc) detector. The nurse attempted this twice, and the device alarmed after each attempt. The nurse reported to customer support that the plasma in the cassette looked yellow in color. Customer support directed the nurse to send a picture of the plasma, and the photos depicted the plasma to be reddish-brown. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The customer submitted a photograph to aid the investigation. The photograph shows a used spectra optia disposable cassette loaded on a device and confirms the presence of reddish-brown colored plasma throughout. No disposable set defects are evident. A disposable complaint history search was not performed as the customer did not provide the lot number. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient's underlying disease state. * patient's medication and/or medical treatment. * kinked inlet line resulting in rbcs exposed to pressure drop in inlet line. * return needle inner diameter not compatible with return line resulting in rbcs exposed to pressure drop. * inlet pressure sensor (ips) incorrectly measures pressure in inlet line due to component deterioration damage or sensor calibration.

Event description:
The customer reported possible hemolysis during a therapeutic plasma exchange procedure on a spectra optia device. Per the customer, the device alarmed "detect cells in plasma line" multiple times and the nurse selected "continue" each time and proceeded with the procedure. It was reported that the plasma was yellow in the centrifuge. Terumo bct customer support instructed the nurse to pinch the plasma line to remove air behind the red blood cell (rbc) detector. The nurse attempted this twice, and the device alarmed after each attempt. The nurse reported to customer support that the plasma in the cassette looked yellow in color. Customer support directed the nurse to send a picture of the plasma, and the photos depicted the plasma to be reddish-brown. The customer declined to provide procedural details, patient information, and patient outcome. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time.¿¿ investigation is in process, a follow-up report will be provided.

Event description:
The customer reported possible hemolysis during a therapeutic plasma exchange procedure on a spectra optia device. Per the customer, the device alarmed "detect cells in plasma line" multiple times and the nurse selected "continue" each time and proceeded with the procedure. It was reported that the plasma was yellow in the centrifuge. Terumo bct customer support instructed the nurse to pinch the plasma line to remove air behind the red blood cell (rbc) detector. The nurse attempted this twice, and the device alarmed after each attempt. The nurse reported to customer support that the plasma in the cassette looked yellow in color. Customer support directed the nurse to send a picture of the plasma, and the photos depicted the plasma to be reddish-brown. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The customer submitted a photograph to aid the investigation. The photograph shows a used spectra optia disposable cassette loaded on a device and confirms the presence of reddish-brown colored plasma throughout. No disposable set defects are evident. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported possible hemolysis during a therapeutic plasma exchange procedure on a spectra optia device. Per the customer, the device alarmed "detect cells in plasma line" multiple times and the nurse selected "continue" each time and proceeded with the procedure. It was reported that the plasma was yellow in the centrifuge. Terumo bct customer support instructed the nurse to pinch the plasma line to remove air behind the red blood cell (rbc) detector. The nurse attempted this twice, and the device alarmed after each attempt. The nurse reported to customer support that the plasma in the cassette looked yellow in color. Customer support directed the nurse to send a picture of the plasma, and the photos depicted the plasma to be reddish-brown. The customer declined to provide procedural details, patient information, and patient outcome. The collection set is not available for return because it was discarded by the customer.